Event description:
It was reported that the implantable pulse generator (ipg) device showed elective replacement indicator (eri) was reached, yet after re-interrogation, there was an estimated longevity of seven years and the battery voltage measurement was not available. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).